Event description:
It was reported that, loss of capture and a sensing problem were noted on the left ventricular (lv) lead. Fluoroscopy imaging was performed; the lv lead was found dislodged. The lv lead was explanted and replaced to resolve this event. The patient was stable.